Event description:
Allegedly revised due to broken neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00414. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawnthe images were reviewed. The product was not returned.evidence that product in specification when used.